Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was found to have a decreased monitoring voltage, in the box, prior to implant. This device will be returned for analysis.